Event description:
The sheath slipped free from the housing that screws into the laser machine. The doctor stated the laser was "not getting enough energy." When the nurse went to screw in the piece that attaches to the laser machine, she found it to be hot and burned her fingertips. When the wire was unscrewed from the laser, it was noted that the wire was frayed.